Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
Information was received from a patient reporting that their leads were removed two weeks prior to the date of this report due to upper back pain that started in (B)(6) 2015 after being implanted with an ins. The patient stated that they needed to have an MRI and wanted to know how to activate MRI mode using the patient programmer. They wanted to leave MRI mode on and stated that they would follow up with the manufacturer representative if they needed further assistance.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead.

Event description:
Additional information clarified the event reporting that the lead revision done due to the pain at the lead site was performed on (B)(6) 2016. The ins was taken out and put back in.

Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported the patient had pain where the lead was put in the upper middle back. It had been present since implant and the healthcare provider (hcp) was informed. The patient stated the hcp mention no infection or swelling was present. The patient mentioned having a different lead incision for the trial. It was later reported on may 2nd, 2016 that the paddle lead was going to be replaced by a non-paddle lead. The patient was wondering if the ins should be replaced as well. They were redirected to their hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.